Manufacturer narrative:
File a 30-day MDR. An assessment was conducted. The event is still considered reportable under FDA's regulation. It is important to note that the customer is unsure if they did or did not receive a prescription as the customer is reporting the rash a year after the incident occurred. The customer states upon using the adapter the symptoms have not recurred. Reporting for due diligence.

Event description:
Customer reports a rash on her face. Dermatologist seen. Customer cannot remember if she received a prescription.